Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19july2019. The customer troubleshoot the issue with technical support and was walked through the tera term set up and found that the pc would not communicate. The customer was advised to look at the usb to serial connection in the computer device manager and noted that it has a yellow triangle beside the com port, then reload the drivers to for the usb to serial port adapter and the customer was able to get the tera term working. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer called and stated to have trouble with tera term. There was no patient involvement.